Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had ac mains supply failure. No patient was involved.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. Corrected fields: h6 (health effect -clinical code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the system it is not working with ac mains and batteries also problem found with power supply board and front-end board, not charging and it is giving electrical test fails #52 alarm. The problem found with power supply board and front-end board. The fse replaced power supply board and front-end board which customer has arranged. The fse then checked system with demo balloon and trainer it is working fine and ready to use.